Event description:
It was reported that the patient feels thumping or kicking on the left side of her stomach. The device was reprogrammed: threshold changed to 1.75ms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.